Manufacturer narrative:
The initial reported event of varying/high impedance, elevated sensing integrity counter (sic), oversensing and lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that almost a year post implant the right ventricular (rv) lead exhibited varying and high pacing impedance. In addition, the lead had elevated sensing integrity counter (sic) and oversensing was noted. It was determined that the lead was fractured and it was replaced. The status of the lead is unknown. No patient complications have been reported as a result of this event.